Manufacturer narrative:
This product is registered as a combination product. No complaint was received with the return of the device. Failure event observed during analysis. Final analysis found an external insulation abrasion at 27.6-27.9 cm from the connector pin consistent with lead friction to the device can. The silicone insulation beneath was not damaged in these regions.

Event description:
This report is to advise of an event observed during analysis.